Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure a balloon catheter wire lumen was narrowed. The target lesion was located in the non calcified and moderately tortuous proximal left anterior descending artery. The 3.0 x 12mm nc quantum apex mr was being used for post dilatation of an implanted 3.0 x 24mm taxus element stent. The balloon was inflated to 20 atms and when the physician attempted to remove the balloon catheter, the non bsc guide wire was removed with it. The balloon catheter and guide wire were not reported as stuck together, though the device and guide wire came out together. The wire was able to be reused with an ivus catheter with no issues to complete the procedure. After the procedure the physician attempted to back load the guide wire into the distal tip of the balloon catheter, resistance was encountered at approximately 10cm from the distal end of the device. The physician suspected the wire lumen of the balloon catheter was narrowed. No patient complications were reported and the patient's status is good. However, device analysis revealed a shaft fracture.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the nc quantum apex device was received with no original packaging or other devices. There was a complete separation of the hypotube. The device was received in two pieces, a distal section and proximal section. An unknown midsection length was not received. The proximal section consisted of the hub and a 4cm length of hypotube extending from the strain relief. The distal segment consisted of a 36.75cm section measured from the distal tip. The distal section hypotube was bent near the separation and the fracture surfaces were ovaled, which suggests the device was kinked prior to separation. A thorough inspection of the received wire lumen revealed no damage irregularities. The inner diameter of the wire lumen was measured and met specifications. A .014" guide wire was loaded into the distal tip and tracked through the wire lumen without any unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).